Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017 resulting in fixture loss. The patient was reimplanted with another device on the same day.